Event description:
Additional information was received that engineering analysis confirmed the increasing power consumption. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine device interrogation the pacemaker's battery remaining showed 1.5 years. However, three months earlier it was at 2.5 years remaining. It was noted that the patient paces 100 percent of the time and has been using 283 percent power consumption. A disk of the device's memory was sent into engineering for review to determine the cause of the depletion.